Event description:
It was reported that high impedances (>10,000 ohms) were measured on the lead on screening during the trial phase of test neurostimulator. Multiple attempts to clear the high impedances were unsuccessful and the lead was then replaced. The patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 387345, lot# v572344, product type screening device; product ID 387345, lot# v572344, product type screening device. (B)(4).